Event description:
It was reported that following a percutaneous coronary intervention procedure (pci), an angio-seal was used. On the ward, the patient experienced oozing and a hematoma formed. A femstop was applied for four hours. A small hematoma remained. In the morning, the patient had pain in the groin. The hematoma had grown and a pseudoaneurysm was found. The cardiovascular surgeon stated that the hematoma would thrombose spontaneously. In the afternoon, the patient felt dizzy and bradycardic. The hematoma had grown again. A CT scan revealed a pseudoaneurysm with a large hematoma. Surgery was successfully performed to resolve the pseudoaneurysm. The surgeon did not mention if the angio-seal was removed.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.